Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of separation failure was not confirmed. The leadless pacemaker was returned for analysis. Visual analysis was performed and the outer helix was out of specification which is consistent with having occurred during procedure. The inner helix was within specification. Inner diameter of buttonhole was measured and found to be within specification. Electrical testing was performed and device was found to be normal. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
Related manufacturer reference number: 2017865-2025-12474. It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) failed to release from the delivery catheter. A new lp and delivery catheter were attempted which failed to release. A third lp was successfully implanted using a new delivery catheter. The patient was in stable condition.